Event description:
It was reported that during a cryoplasty procedure, the balloon separated from the catheter. The 100% stenotic, 70-80mm long lesion was located in the non-calcified and non-tortuous popliteal artery. Access was obtained through the femoral artery. The lesion was predilated with a symmetry balloon. The physician then advanced the .035 5/60/120 polarcath to the lesion and successfully completed treatment. During removal, the balloon came off of the catheter inside the sheath. All devices were successfully removed from the pt. There were no pt complications. Pt status is reported as "fine".

Manufacturer narrative:
Eighteen or older. Device eval: the device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).